Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the lead body was twisted consistent with that occurring at the time of procedure and the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was damaged/over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event was isolated to the damaged/over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. The reported event was confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the helix was unable to extend from the right atrial lead (ra). Fluoroscopy was performed and revealed that the insulation was twisted. The ra lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences reported.